Event description:
During insertion of corpak under flouro by interventional radiology it became apparent the guidewire was no longer inside the tube. It was withdrawn if obvious the guidewire had punctured through the side of the feeding tube. Reason for use: feeding tube.